Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead in segments analyzed.

Event description:
It was reported that the lead was explanted and replaced due to unacceptable thresholds, high impedance, no capture, and an apparent lead fracture. There were no patient complications reported as a result of this event.